Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio2: 1.3, 1.6*; lab: 2.6**; (B)(6) 2012, 1.9, 2.6. Customer used two different meters (no serial numbers provided) * = meter 1 and ** = meter 2. Time between testing not provided. Additional results were included from another day (no date provided): date: unknown, inratio: 1.9, lab: 2.2. Time between above tests was 7-8 hours. Therapeutic range: 2. No strip lot number or meter serial number(s) provided. The customer provided only the inratio2 testing pst kit number (B)(4).

Manufacturer narrative:
Investigation pending.